Event description:
Information received from a consumer patient receiving morphine via an implanted pump. Indication for use was noted as spinal pain. It was reported that the patient had "a ton of issues with the pump" since implant and was getting no answers from their physician. The patient had been to the hospital multiple times since implant, most recently the patient went on friday ((B)(6) 2016), where they aspirated fluid that had accumulated around the patient's pump after doing an ultrasound. The patient thinks the pump may be leaking which caused the fluid to build up. The patient reported "feeling like I'm being overdosed constantly." The patient had been having headaches since the pump was put in, "feeling horrible." The patient wanted to have their pump taken out at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.